Event description:
It was reported to ge that the patient showed signs of a radiation burn below the right shoulder area of 19cm by 12cm. The procedure was an 11-hour exam with 3 hr. + of flouro with 300 r of dose. The burn was from the lateral tube of the biplane postioner.